Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer stated that he enters 80% total number of carbohydrates, changes blood glucose target to 150 mg/dl. The customer was advised that carbohydrate ratio may need to be adjusted the customer declined troubleshooting for low blood glucose level. The product was not returned for analysis.